Event description:
Patient allegedly received an implant on (B)(6) 2010 via the right jugular vein due to prevention of deep vein thrombosis (dvt) and pulmonary embolism (pe). Patient is alleging vena cava perforation, organ perforation and stenosis. Per the ivc filter retrieval report dated (B)(6) 2010, ¿a contrast venogram was performed, demonstrating a persistent filling defect in multiple planes along the left posterolateral wall of the ivc, compatible with eccentric thrombus. This filling defect extends to the cephalad aspect of the ivc filter along the hook. This is nonocclusive thrombus. Due to the thrombus present, the procedure to remove the ivc filter was canceled.¿ per a CT (computed tomography) scan of the abdomen dated (B)(6) 2018, "impression: an ivc filter is in typical position with no tilt. The anchoring legs extend significantly beyond the margin of the vessel."

Event description:
It is alleged that patient received a cook celect filter on (B)(6) 2010 . It is alleged the patient was injured without further explanation.